Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the luer was not tightened and became unluered. There was no patient injury reported.

Event description:
It was reported that the luer was not tightened and became unluered. No patient injury was reported.

Manufacturer narrative:
Other text: catalog number was not documented in the previous report. Updated d4 model number was documented wrongly in the previous report. Updated d4, customer reported that the device evaluation had two pictures and they were attached and reviewed. Picture one showed a cassette product in used condition and an extension set. Picture two showed an extension set broken. Sample received consist in four cassette products. Samples were received in used conditions with its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut and white caps were assembled correct. No luer damages were detected. The samples received were connected to a pump and to balance mettle toledo to look for unusual function during the use. The samples could be connected without problem and passed the delivery accuracy test. The delivery accuracy rate was 4.52%, 6.42% and 6.91%. The complaint was not confirmed. No root cause was determined and no actions were taken due to complaint was not confirmed.